Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the balloon was broken. The alleged issue was detected prior to patient use.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the sample showed no signs of contamination or design irregularities. The graduation marks on the shaft were clearly visible. The inspection of the control cuffs and the 2-way stop cocks did not reveal any irregularities. The balloon of the tube showed strong blue discoloration most likely from colored nacl-solution. Inflation and deflation tests were performed with the returned device. The white outer and yellow inner balloons were inflated and they could be inflated and deflated easily, without any difficulties. The balloon was inflated with air and tested for leakages in a water quench. During the leakage test the device did not show any leakages or irregularities. The review of the manufacturing documentation of lot 15191 showed no manufacturing errors during any step of the production process. Based on the investigation performed, the reported complaint was not confirmed. Both balloons could be inflated and deflated without any difficulties. No issues were encountered.

Event description:
The customer alleges that the balloon was broken. The alleged issue was detected prior to patient use.